Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. Then tss performed troubleshooting with the customer and verified the temperatures of refrigerator and incubator were within specifications. The tss sent a new lot of calibrator, control and pretreatment, and instructed the customer to run the controls prior to recalibrating. The results indicated that the customer's pipette needed to be calibrated and use of a properly calibrated pipette resulted in normal recovery of the control. The most probable cause of the reported event was due to a defective uncalibrated pipette.

Event description:
On (B)(6), a customer reported a low control value with their aia-360 analyzer. The customer is unable to run hba1c patient samples. A technical support specialist (tss) conducted telephone troubleshooting, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.